Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal does not come out of the delivery system during seal loading. Surgery was completed after using another heartstring. There is no special event for the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb-2020 through jan-2022 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 02/25/2022. An investigation was conducted on 03/02/2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of heavy blood was observed on the delivery device which indicates an attempt was made to introduce the devices into the aorta. The delivery device was observed outside the loading device with the seal and tension spring inside the delivery device. The aortic cutter was observed to be capped with evidence of blood observed on the aortic cutter. A visual inspection was conducted. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the delivery device which indicates an attempt was made to introduce the device into the aorta. The delivery device was returned outside the loading device with the seal in a fully opened deployed seal. The white plunger was fully depressed with the blue safety lock off, which allows the white plunger to be depressed. There were no visual defects observed on the seal, no cracks or delamination was observed. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device and the evaluation results, the reported failure "fitting problem" was not confirmed.